Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during implant, the implantable cardioverter defibrillator (ICD) device was unable to interrogate wirelessly before induction. Non-wireless interrogation was achieved without issue and induction was completed successfully. During the post-operative check, no signal was found and there was intermittent telemetry. A changed to a different programmer was made and repositioning was attempted, but the same issue continued. Again, non-wireless session was initiated with no issue. The device remains in use. No patient complications have been reported as a result of this event.